Event description:
Medtronic received a report regarding breakage of a pilot line of an endotracheal tube. The customer reported that the tube disconnected from the tube. Medtronic is attempting to gather more information regarding the circumstances of the event.